Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's act button was stuck. Customer stated that she let go of the act button, but insulin continued to fill the tubing. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 246 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.